Event description:
It has been reported to philips that the system shut down. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that the equipment shut down. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and confirmed the engineer made a supervision and found the power distribution unit (pdu) was defective. The fse determined that spare parts requested remotely were cancelled, because they did not solve a fault in a pdu that has already been uninstalled, equipment working with a pdu on loan and waiting for a pdu acquired through commercial. To resolve the issue, fse replaced pdu with a loaner while the new one arrives and later loaned pdu was replaced by a permanent pdu. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.